Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Patient presented with intractable leg pain, left side greater than right with grade ii l5-s1 spondylolisthesis with compression of the l5 nerve roots and pre-operative diagnosis of grade ii l5-s1 spondylolisthesis. Patient underwent l5-s1 gild decompression with bilateral facetectomies and bilateral 15 and s1 foraminotomies and bilateral l4, l5, s1 pedicle screw and rod instrumentation and bilateral l4, l5, s1 lateral mass fusion using right iliac crest bone graft, graft and laminectomy bone. After irrigating out the lumbar wound, then placed a roll of rhbmp-2/acs fill with iliac crest bone graft, graft and laminectomy bone over the lateral masses and transverse processes of 14-15 and s1 bilaterally lateral to the screws. A 3x3 implant was also used in surgery. Injected glue over the dura and nerve roots to protect it from rhbmp-2/acs backflow. Then secured a 50 mm peek rod to the screws securing them with the top fasteners. After final tightening of the rods to the screws, we placed a pratt drain over the thecal sac, exiting through a stab wound lateral to skin incision. No intra-operative complications were reported. (B)(6) 2009: patient discharged to home.